Event description:
Contrary to instructions on the product and in the operations manual accompanying the product to check the air level daily, the customer continued to sit on a flat cushion for 8-10 days and developed a red spot on their buttocks. The customer's physician instructed patient to stay off of their buttocks, but the customer continued to sit on the cushion, resulting in a pressure sore that necessitated a debridement procedure in the hospital. The customer's sore is reported to be healed. Additionally, the operations manual instructs the user in vigilence against deflation and "bottoming out", and steps to take if either occurs.